Event description:
It was initially reported that a high impedance warning message with impedance value >10,000 ohms was received when the patient's generator was interrogated. The patient had their generator turned off and the patient was referred for x-rays. It was unknown at the time if there was any manipulation or trauma that may have contributed to the high impedance. X-rays were received by the manufacturer for review. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead however the presence of a micro-fracture in the lead cannot be ruled out. There was a small suspect area of the lead near the generator but based on the image and image quality it is unable to determine if it may be a potential lead issue or just an artifact of the image. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The connector pin may not be fully inserted in the generator as the pin cannot be visualized passed the connector block. Surgery is likely but has not occurred to date.